Event description:
I underwent an electromagnetic navigation bronchoscopy to place a fiducial marker on my lung nodule for the purpose of undergoing cyberknife. The fiducial marker was not placed on the nodule that was preprogrammed into the enb. I was under general anesthesia for one and one half hours. Now, I have to undergo this a second time.